Event description:
Customer reportedly received the following results on the aviva system with 10 minutes: 250 mg/dl, 116 mg/dl, and 129 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.